Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported through the patient connect department, the patient reported that two days post transfemoral tavr procedure in the aortic position with a 26mm sapien 3 valve, a mini stroke occurred. The patient went to the ER and was placed on blood thinners and was sent home the same day. The patient was told to follow up with a neurologist.

Manufacturer narrative:
The reporter indicated the patient had suffered a ¿mini stroke¿, which is likely to be a transient ischemic stroke.  Tia symptoms, which usually occur suddenly, are similar to those of stroke but do not last as long and do not result in permanent impairment.  Per the definition, symptoms from a tia will resolve within 24 hours.  In this case, the patient was sent home the same day.  As such this MDR was reported in error and a corrected supplemental report is being submitted.